Manufacturer narrative:
If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Scrub tech at (B)(6) mentioned it was hard to screw on the cup. They continued with the case, the rep said it did not slow them down and no one else noticed it. The rep said it fits the cup and to continue screwing it in. The tech continued, they still impacted the cup, got x-rays and the surgeon loved the placement. When the rep looked at the end of the impactor she noticed there was a part where the threads were missing/messed up. The rep is unsure if the scrub threaded it in surgery or not.